Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and habitual abortion ('multiple miscarriages') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), migraine ("excessive migraine headaches"), amnesia ("memory loss"), depression ("depression"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and dyspareunia ("hurt during sex") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, habitual abortion, pregnancy with contraceptive device, discomfort, menorrhagia, abdominal pain, migraine, amnesia, depression, alopecia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, alopecia, amnesia, depression, discomfort, dyspareunia, fatigue, habitual abortion, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event "hurt during sex" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and habitual abortion ('multiple miscarriages') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), migraine ("excessive migraine headaches"), amnesia ("memory loss"), depression ("depression"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and dyspareunia ("hurt during sex") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, habitual abortion, pregnancy with contraceptive device, discomfort, menorrhagia, abdominal pain, migraine, amnesia, depression, alopecia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, alopecia, amnesia, depression, discomfort, dyspareunia, fatigue, habitual abortion, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted for essure removal date (B)(6) 2015. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received: medically confirmed reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and habitual abortion ('multiple miscarriages') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), abdominal pain ("abdominal pain"), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("hurt during sex"), migraine ("excessive migraine headaches"), amnesia ("memory loss"), depression ("depression"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, habitual abortion, pregnancy with contraceptive device, abdominal pain, discomfort, menorrhagia, migraine, amnesia, depression, alopecia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, alopecia, amnesia, depression, discomfort, dyspareunia, fatigue, habitual abortion, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted for essure removal date (B)(6) 2015 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation of ptc ((B)(4)) received on 09-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain / chronic pelvic pain. She also got pregnant and had multiple miscarriages. Plaintiff underwent surgery to remove her essure coils, about five years after insertion. Chronic pelvic pain/ increasingly severe pain and pregnancy with contraceptive device are anticipated in the reference safety information for essure, whereas habitual abortion is unanticipated. Considering that pelvic pain and pregnancies have been reported among women with essure micro-inserts in place, the plausible temporal relationship and the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. Spontaneous abortion is a very common occurrence mostly in early pregnancies. In this case, the gestational age was not reported, however considering that the vast majority of cases occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, event miscarriages was considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 08-nov-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in 2009. Shortly after undergoing the essure procedure, an hsg test (hysterosalpingogram) was performed and consumer was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, excessive migraine headaches, memory loss, depression, multiple miscarriages, excessive hair loss, and chronic fatigue. She had never experienced any of these conditions prior to undergoing the essure procedure. Consumer subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. On (B)(6) 2015, she underwent surgery to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain / chronic pelvic pain. She also got pregnant and had multiple miscarriages. Plaintiff underwent surgery to remove her essure coils, about five years after insertion. Chronic pelvic pain/ increasingly severe pain and pregnancy with contraceptive device are anticipated in the reference safety information for essure, whereas habitual abortion is unanticipated. Considering that pelvic pain and pregnancies have been reported among women with essure micro-inserts in place, the plausible temporal relationship and the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. Spontaneous abortion is a very common occurrence mostly in early pregnancies. In this case, the gestational age was not reported, however considering that the vast majority of cases occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, event miscarriages was considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.